Manufacturer narrative:
The patient remains ongoing on lvad support and the device was not available for evaluation. A correlation between the device and the reported driveline infection could not be conclusively determined. Driveline infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device - 3 months. The patient remains on lvad support. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that the patient had a previously unreported pseudomonal driveline infection, that started on (B)(6) 2015. The patient's postoperative hospital course had been complicated by staphylococcus bacteremia, with the last positive blood culture on (B)(6) 2017. The patient had been treated with vancomycin and ciprofloxacin while in the hospital. No additional information was provided.